Event description:
Report received of an independent rate change. The pump was programmed in the concurrent mode to deliver an unspecified amount of lactated ringers solution at a rate of 30ml/hr on the primay line. The secondary line was programmed to deliver an unspecified concentration of potassium chloride at a rate of 68ml/hr. The nurse reported that no callback alarm was set. After approx 30 minutes, the patient called the nurse to inform her that the rate had changed on the pump. The nurse noted that the secondary infusion had stopped and an unspecified amount of the medication remained in the bag. The primary infusion was running at 30ml/hr as programmed. The pump was removed from clinical service. The therapy was resumed using a replacment pump. There were no reported adverse patient effects. Though requested, no additional information was provided.